Event description:
This lead was implanted on (B)(6) 2010. A call to technical services on (B)(6) 2011 states that patient is coughing with vp - reproducible coughing - stimulation of diaphragm some kind, whenever the device paces. Thresholds is increasing - currently 2.50.5. Will be revising/repositioning today. No impedance changes, x rav looks normal, so they do not think the lead has perfed. Plan at this time is to this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).